Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous distal popliteal artery. A 4.0mm x 150mm x 150cm coyote balloon catheter was selected for dilation. However, when preparing the device on the table, it was noted that the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.